Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined for the reported issue. However, it was noted that the image was ok after aeration. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope experienced a noisy image, an e216 error, no image, and white residue on the air/water channel. There were no reports of patient involvement.